Event description:
Procedure type: prostatectomy. According to the reporter: the surgeon was using the product to perform an anastomosis and during the first pass of the needle through the tissue. The needle came off of the suture and flew into area he was working in. In order to retrieve the needle, he had to un-dock the robot and open the pt. The pt is fine now but the doctor is worried about incontinence down the road. The needle was retrieved. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).